Manufacturer narrative:
(B)(4). Per follow-up with the customer on 2-nov-2015: the pump flow was 4.5 liters per minute (l/min) and the revolutions per minute (rpms) were not noted. The field service representative (fsr) could not verify the pump stop with displayed "service pump" message. When the fsr tested the roller pump, it worked properly with no error message. The fsr checked the roller pump operation. During testing, he found the pump air filter to be very dusty. The fsr removed the pump air filter, cleaned it and reinstalled into the pump. Also during testing, the fsr found the pump "roller to roller" measurement to be out of specification at 0.0021. The fsr adjusted the pump "roller to roller" spacing to 0.0004, checked pump operation again with no reported issues. The unit operated to manufacturer specifications and was returned to clinical use. The fsr downloaded the data logs for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the arterial roller pump stopped and error message "service pump" was observed. The device was not changed out, as the perfusionist (ccp) pressed the pump stop button and then the pump start button. The roller pump started back up and they used it for the rest of the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 29-oct-2015: manufacturer clinical services spoke with a user facility ccp, but he was not the ccp involved in this case, although this ccp received the case details. This large pump was being used as the arterial roller pump and without warning or message, the pump stopped suddenly. The ccp stated no message was observed, but he can't rule out a message may have been posted and was just missed in the confusion and urgency to re-start the pump. There was no audible tone. The local display remained illuminated (did not blank). The ccp estimates the pump was off for about ten seconds. The start button was pushed and the pump went into the start mode and the pump speed was increased to the required flow rate. There were no issues the remainder of the procedure. The case was completed successfully, without delay and without associated blood loss. No harm was observed.

Manufacturer narrative:
(B)(4). This complaint is related to MDR #1828100-2015-00980.

Manufacturer narrative:
The returned data logs were analyzed and there is no indication of a problem in the log.

Manufacturer narrative:
The reported complaint was not confirmed. The complaint was not confirmed in the lab, service or through log analysis. The service repair technician (srt) replaced the motor/encoder and belt as a precaution. The srt ran the pump for 28 hours, functionally tested unit and performed release testing. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During the laboratory evaluation, the product surveillance technician (pst) was unable to duplicate the reported issue. The device was sent to service for further evaluation.